Event description:
Stryker UK received a letter from solicitors in relation to a (B)(6) male patient who underwent an accolade / mitch total hip replacement operation on (B)(6) 2009. The solicitor reported that in (B)(6) 2010, the patient attended a check up during which his blood was taken and an MRI scan was performed. The solicitor reported that blood levels for cobalt chromium were extremely high and the MRI scan highlighted fluid around his left hip. The solicitor reported that based on these results, the patient was strongly advised to have his hip revised which took place on (B)(6) 2011. The solicitor is acting on behalf of the patient in respect of the alleged injury, loss and damages sustained by him. No other details have been received.

Manufacturer narrative:
In addition to the reported device, the information provided in this report also mentioned cat # mmh-9988-0448, lot # fm078998, description: mitch trh md hd sz 48-4, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
An event regarding fluid accumulation and high co/cr levels in blood involving an accolade stem was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. Device history records indicates all devices accepted into final stock met specifications. Complaint history review. There have been no other events for this lot. The event could not be confirmed nor the root cause determined as no devices were returned for evaluation and no medical information was provided.

Event description:
Stryker UK received a letter from solicitors in relation to a (B)(6) male patient who underwent an accolade / mitch total hip replacement operation on (B)(6) 2009. The solicitor reported that in (B)(6) 2010, the patient attended a check up during which his blood was taken and an MRI scan was performed. The solicitor reported that blood levels for cobalt chromium were extremely high and the MRI scan highlighted fluid around his left hip. The solicitor reported that based on these results, the patient was strongly advised to have his hip revised which took place on (B)(6) 2011. The solicitor is acting on behalf of the patient in respect of the alleged injury, loss and damages sustained by him. No other details have been received.